Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes sensing. Additionally, inappropriate shocks were reported. Subsequently, this patient underwent a revision surgery in which this rv lead was surgically capped and replaced. No additional adverse patient effects were reported.